Event description:
It was reported the customer received a button error alarm. Customer also stated their act button was not responding. The customer's blood glucose was 136 mg/dl. The customer also stated they may have exposed their insulin pump to moisture prior to the alarm occuring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened esc and act dome switches. No button error alarms noted. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)